Event description:
User facility reported that the device was in use with patient when leakage of the cuff was noted (time in use not provided). The user facility removed the product from use and re-intubated the patient with a replacement product. No permanent adverse effects reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.